Event description:
It was reported that balloon pinhole occurred. Two 2.00mm x 30mm apex¿ balloon catheters were used. Upon an attempt to inflate the balloons for dilatation, the balloons would not stay inflated. When the devices were removed from the patients body, it was noted that both balloons have holes in the balloon segment of the catheter. The procedure was completed with another 2.00mm x 30mm apex¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID: 2134265-2015-01447. It was reported that balloon pinhole occurred. Two 2.00mm x 30mm apex¿ balloon catheters were used. Upon an attempt to inflate the balloons for dilatation, the balloons would not stay inflated. When the devices were removed from the patients body, it was noted that both balloons have holes in the balloon segment of the catheter. The procedure was completed with another 2.00mm x 30mm apex¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 8mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material and in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).